Manufacturer narrative:
In the investigated complaint, the nurse informed that the rail broke while they were attempting to pull it up and secure it. The side rails were designed to withstand the forces applied during reasonably foreseeable misuse over the product life cycle without creating an unacceptable risk. The side rail design conforms to the requirements of the iec 60601-2-52 standard. Based on the above and the post market surveillance data, the locking side rail in raised position should not result in side rail damage. It suggests that the raising of the side rail could have been prevented by an obstacle. It is in line with the results of the manufacturer's investigation carried out at the manufacturer site. It indicates that hitting door frames, pillars and other objects is one of the external excessive forces, which must first compromise the integrity of the safety side prior to breaking it. However, no further details regarding the event circumstances were provided by the customer. Therefore, the scenario involving an obstacle preventing the side rail from locking could not be confirmed. According to instructions for use citadel plus (IFU, 831.374-en rev. 14): operation of side rails should be checked daily by the caregiver. If the rusuls of any of these actions is unsatisfactory, arjo or qualified service personnel should be contacted. The side rail was detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rails which can lead to a patient fall. There was no indication of the patient involvement. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that "rails are broken and panels are not attached". The arjo service technician inspected the bed and found that the side rail detached, the lower arm (part of the side rail assembly) was broken. The nurse stated that the rail broke while they were attempting to pull it up and secure it. There was no indication of the patient involvement. No injury was reported.